Manufacturer narrative:
The following fields have been updated with corrected and/or additional information b.5 describe event or problem it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, discrepant results were obtained for total testosterone test on (1) tube, the sample was retested 4 days later, and it gave the same result. No patient impact was reported. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Further clinical testing could not be conducted as certain assays, in this case testosterone, are excluded from bd clinical laboratory protocols. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of erroneous results-testosterone. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, discrepant results were obtained for total testosterone test on (1) tube, the sample was retested 4 days later, and it gave the same result. No patient impact was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, discrepant results were obtained for total testosterone test on (1) tube, the sample was retested 4 days later, and it gave the same result. No information on patient impact reported.